Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d9 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event error message b30 occurred due to short circuit board caused by the water invasion. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: -reprocessing manual_ reprocessing the endoscope_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that a full factory refurbishment was needed and performed to restore the device to olympus quality. Should additional relevant information become available, a supplemental report will be submitted. A full factory refurbishment is listed below. The endoscope was fully disassembled and all durable components were inspected to olympus standards. The endoscope was reassembled with a new insertion tube unit. This included all internal insertion tube components: ccd with objective lenses, four angulation wires, light guide bundle with lenses, air/ water channel, and biopsy (suction) channel. Additional repairs/ replacements were done as required. The endoscope was leak-tested to insure watertight integrity. The endoscope was checked for proper insulation. As a result of this refurbishment, the endoscope was restored to olympus original factory specifications. E1 establishment name (complete): (B)(6).

Event description:
It was reported, the bronchovideoscope had a b30 scope communication error displayed. The issue occurred before a bronchoscopy procedure and no anesthesia was used. There was a 5 minute delay in the procedure to get a new scope set up. Additional information for replacement devices is unavailable. The procedure was completed. There were no reports of patient harm.